Manufacturer narrative:
The patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s family reported dislodgement of this left ventricular (lv) lead occurred two months ago resulting in loss of capture and the lead was programmed off at that time. The patient has been feeling dizzy recently and the caller was inquiring if this could be related to the lead dislodgement. A boston scientific technical services consultant documented and discussed the issues with the caller. A boston scientific sales representative confirmed normal function of the atrial and right ventricular (rv) leads. No adverse patient effects were reported.